Event description:
It was reported that this left ventricular (lv) lead displayed high impedance >9,999 ohms in bipolar configuration. Impedance was 300 ohms in unipolar configuration. The lead was reprogrammed to the unipolar configuration. The lead will be monitored and will be replaced when the implantable pulse generator (ipg) requires replacement in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 8042b ipg implanted (B)(6) 2009; 4965-35 lead implanted (B)(6) 2003.